Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The touchscreen lags and is not usable. Calibration is possible, but the problem returns after a few days. The fse replaced the touchscreen to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 indicating that the device has a touchscreen issue. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. It was determined that the touchscreen needs to be replaced. The rse dispatched a field service engineer (fse) for onsite service and repair.

Manufacturer narrative:
E1 reporting institution phone number (B)(6). Reporter phone number (B)(6).